Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that there was no response from the customer despite continuous follow-up attempts. The system functioned as intended after the issue was resolved. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a interface problem and station was stuck on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.